Event description:
It was reported that there was black foreign matter in the syringe of the bd syringe luer-lok tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One out of focus photo was received depicting a close-up portion of a 10ml syringe. A small apparently black particle was observed either on the barrel wall or near the roof (bottom of the barrel). However, due to the photo quality it was not possible to determine the type of foreign matter, whether it was in or outside the fluid path nor what size it was. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Root cause not defined since defects were not confirmed in photo received. No corrective actions recommended since it was not possible to determine whether the defect did or did not meet acceptable criteria per product specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was black foreign matter in the syringe of the bd syringe luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.